Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence during the previous two months with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. During the procedure, urethral atrophy was identified. There were no device issues with the explanted device and the patient fully recovered following the intervention.